Event description:
It was reported that 17 days after a coronary drug eluting stenting treatment procedure, a subacute stent thrombosis occurred. The target lesion was located in the left anterior descending artery (lad). The physician successfully implanted a taxus express2 8.8% 3.0 x 20 mm drug eluting stent. The pt returned 17 days later with chest pains. The physician used ivus and determined there was a stent thrombosis in the lad. The treatment was an angioplasty using a nc ranger 3.75 mm with good results. The pt's status is reported as good. In the opinion of the physician, it is unk if the thrombosis is related to the stent.